Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.63 on may 14 2016.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complic ations have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.